Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed 80% stenosis in the proximal left anterior descending. The indication for the procedure was positive functional study for ischemia. The lesion was described as 20mm in length, severely calcified, class c, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3x18mm cypher rx at 14atm by direct stenting. As a standard procedure, the stent was post-dilated with two 4x15mm balloons at 18atm. Pre-procedure, the cardiac enzymes were in normal range. At 6-12 hours post index procedure, the ck was 389 (232 unl) and ck-mb was 61 (7 unl). On (B)(6) 2010 (09:00), the ck was 826, ck-mb was 131, and the troponin I was 23.79 (0.06 unl). On (B)(6) 2010 (17:00), the ck was 630, the ck-mb was 86, and the troponin I was 25.81. On (B)(6) 2010, the ck was 365, the ck-mb was 44, and the troponin I was 20.00. Three days later, the patient underwent staged procedure of two non-target lesions due to excessive dye as planned at index procedure. The mrca was described as 9mm in length and de novo with 70% stenosis that was treated with a 3x13mm cypher rx at 18atm with post-dilation of the stent. The second lesion drca was described as 12mm in length and de novo with 60% stenosis that was treated with a 2.5x18mm cypher rx at 18atm with post-dilation of the stent. On (B)(6) 2010 (03:54), the troponin I was 6.40. On (B)(6) 2010, the troponin I was 4.24. The ECG core lab reported no new major st-t abnormalities and no new q waves. The site reported no adverse events post-procedure and the patient was discharged after five days. The elevation in enzymes from the index stent was later diagnosed as a protocol defined non-q wave mi and periprocedural myocardial infarction post index procedure.

Manufacturer narrative:
Concomitant medications at the time of mi included bivalirudin, captopril, plavix, diphenhydramine, heparin, hctz, lisinopril, metoprolol, multivitamin, prednisone, ranitidine, simvastatin, toprol xl, and valsartan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural myocardial infarction post index procedure. At the time of index procedure, the angiography revealed 80% stenosis in the proximal left anterior descending. The indication for the procedure was positive functional study for ischemia. The lesion was described as 20mm in length, severely calcified, class c, and de novo. The reference vessel was 3mm in diameter. The lesion was treated with a 3x18mm cypher rx at 14atm by direct stenting. As a standard procedure, the stent was post-dilated with two 4x15mm balloons at 18atm. Pre-procedure, the cardiac enzymes were in normal range. 6-12 hours post index procedure, the ck was 389 (232 unl) and ck-mb was 61 (7 unl). On (B)(6) 2010 (09:00), the ck was 826, ck-mb was 131, and the troponin I was 23.79 (0.06 unl). On (B)(6) 2010 (17:00), the ck was 630, the ck-mb was 86, and the troponin I was 25.81. On (B)(6) 2010, the ck was 365, the ck-mb was 44, and the troponin I was 20.00. Three days later, the patient underwent staged procedure of two non-target lesions due to excessive dye as planned at index procedure. The mrca was described as 9mm in length and de novo with 70% stenosis that was treated with a 3x13mm cypher rx at 18atm with post-dilation of the stent. The second lesion drca was described as 12mm in length and de novo with 60% stenosis that was treated with a 2.5x18mm cypher rx at 18atm with post-dilation of the stent. On (B)(6) 2010 (03:54), the troponin I was 6.40. On (B)(6) 2010, the troponin I was 4.24. The ECG core lab reported no new major st-t abnormalities and no new q waves. The site reported no adverse events post-procedure and the patient was discharged after five days. The elevation in enzymes from the index stent was later diagnosed as a protocol defined non-q wave mi and periprocedural myocardial infarction post index procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15088659 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.